Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.